Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited low out-of-range (oor) pacing impedances of less than 200 ohms. As a result the device was explanted and the lead was abandoned. A new system was successfully implanted. To date, no additional adverse patient effects have been reported.